Manufacturer narrative:
A stryker service representative performed evaluation of the customer¿s device and was able to verify the reported issue. No device malfunction was observed. The root cause of the reported issue was depleted battery. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. The customer has been provided with a replacement battery.

Event description:
The customer contacted stryker to report that their device would not power on. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would not power on. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.